Event description:
It was reported that the lesion was located in the mid left anterior descending artery (lad) with mild tortuosity. During use, the physician advanced the guide wire toward the target lesion and noticed that the distal tip radiopaque marker could not be seen via x-ray. The golden marker could be seen but not the radiopaque tip. The tip was not separated or damaged, it was just not visible due to the missing radiopaque marker. When the physician noticed that the radiopaque marker could not be seen, he removed the guide wire and exchanged it for another bmw universal ii guide wire. No adverse patient effects were reported. There was no clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tip ball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires in one isolated lot to be manufactured with an incorrect tip coil subassembly. During the interventional procedure, when the physician noted the reduced visibility, the guide wires were removed and the patient did not experience any adverse effects.